Manufacturer narrative:
(B)(4). The customer reported the device was discarded. The device being available for analysis may have aided in a more definitive determination. The reported suture not achieving hemostasis can be influenced by, but not limited to, manufacturing, user technique, and/or anatomical conditions. During manufacturing, each device is inspected during final inspection that includes the inspection of the suture and the way it is loaded onto the device. Each device lot is functionally tested for suture deployment as part of lot acceptance. Reportedly, the access was upsized to 18 fr by the user. The proglide instructions for use indicates the perclose proglide 6f smc system is indicated for the percutaneous delivery of suture for closing the common femoral artery access site of patients who have undergone diagnostic or interventional catheterization procedures using 5f to 8f sheaths. Therefore, there is reported information to indicate a user influence. The lot history record review and similar incident query for this product could not be performed because the lot number was not reported and the device was not returned. There does not appear to be any indication of a product quality deficiency.

Manufacturer narrative:
(B)(4). The customer reported the device was discarded. The lot number was not provided. A follow up report will be submitted with all additional relevant information. The additional perclose proglide device referenced is being filed under a separate medwatch MFR number.

Event description:
It was reported that suture placement using two perclose proglide devices was successful in the common femoral artery using the preclose technique prior to an abdominal aortic aneurysm (aaa) procedure. The arteriotomy was 6f and the vessel was mildly calcified. The sheath size for the aaa procedure was 18f. Reportedly, after the aaa procedure, during the arteriotomy closure, the knots were advanced but hemostasis was not achieved. A surgical cut down was performed and the knots were in proper position; the bleeding was adjacent to the knots. Hemostasis was achieved surgically. There was no reported adverse patient sequela. There was no clinically significant delay in the procedure. The patient was hospitalized one extra day due to the surgical procedure. The physician is reportedly trained the use of the perclose proglide device. Additional information was not provided.